Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect prep. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported physical resistance and material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. It should be noted that the instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4) although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the eccentric, heavily calcified, mildly tortuous, 90% stenosed, mid left anterior descending artery. The 3.5 x 8 mm tenku nc balloon catheter was prepped inside the anatomy and was then used for pre-dilatation of the lesion. A stent was then deployed successfully and the same tenku nc balloon was used for post-dilatation of the stent; however, the balloon ruptured on the first inflation at 18 atmospheres. Resistance was felt during advancement of the balloon catheter. The stent delivery system balloon was used to complete post-dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.